Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) unit alarms when plugged in and not in use. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: b3. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The logs indicated a code 118. The fse replaced the power management board, luer coupler. All functional and safety tests were performed per manufacturer specifications.

Event description:
N/a.